Event description:
It was reported the patient was walked through programmer use on the phone six hours after implant. It was noted the patient was having difficulty turning stimulation on, stimulation was confirmed off. It was reported the patient was able to sync with the stimulator and turn stimulation on. It was noted the patient did not use the antenna as it fell out of the side of the programmer. It was reported increasing to 0.65 v was uncomfortable for the patient, so they decreased stimulation to 0.45 v. It was reported the patient had to sit up or lean forward to feel stimulation and get relief in the legs and back. It was noted the patient felt no stimulation when sitting or lying down. It was reported the patient turned stimulation the day prior to call and could not turn it back on. It was noted the patient increased to 0.6 v and then decreased to 0.5 v while on the call. It was reported the patient felt a jolt when the patient¿s spouse took the antenna off the stimulator.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).